Manufacturer narrative:
The customer reported the event occurred in 2017. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported ¿door won't latch¿ which was reproduced as an observation that moderate force was required to close the unit¿s door. The reported "door won't latch" was verified through a ¿door jammed¿ message found during a review of the event history log. The reported symptom was found to be caused by the hook setup, which was found to be out of specification. The hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "door won't latch". There was no known patient injury or medical intervention associated with this event. No additional information is available.